Manufacturer narrative:
(B)(4). The service engineer (se) determined that the graphic user interface (gui) printed circuit board (pcb) needs to be replaced. The customer declined the repair of the ventilator.

Event description:
It was reported that the ventilator's display was erratic. The customer did not provide patient involvement information.